Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa) and was able to confirm the reported complaint via system logs. The usm was installed onto a patient side cart fixture test platform (pftp) where the automatic gain control (agc) current test was found to be failing on the degrees of freedom (dof) 3. Once testing was completed, the pitch search light was tested and was verified to be the source of the fault. As a result of these findings, fa was able to conclude that the pitch search light assembly was found to be the probable root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted cholecystectomy surgical procedure, site encountered fault 32056 on universal surgical manipulator (usm) 4. Site power cycled the system with no change. Error 32056 confirmed in logs. An intuitive surgical, inc. (Isi) technical support engineer (tse) walked the site through an emergency power off (epo) of the patient side cart (psc) with no change. Tse walked the site through disabling usm 4 and system completed power on self test (post). Site proceeded as a 3 usm case. The procedure was completing as planned with no reported injury.